Event description:
It was reported that the system 6800's footswitch was in operative and when pressed no x rays were produced. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A replacement footswitch did not solve the problem. A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power connector to the interface circuit board was loose. Once the connector was made secure. The system was tested and found to be working as intended and placed back into service.